Event description:
It was reported via repair work order that the right calf support would not latch as it was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.